Manufacturer narrative:
Investigation description: complaint could not be confirmed. After inspection of the display assembly, no scratches or cracks were observed. The device touchscreen responded as expected while testing. No fault was found with the device.

Event description:
It was reported that the ilet pump was dropped, resulting in a small crack on the screen that possibly affected touchscreen responsiveness; the user also reported recent hyperglycemia that will be addressed separately, and lows were self-corrected without readings below 70. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.